Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had undergone pressure regulation on (B)(6) 2019. The follow-up results confirmed that the current patient status was good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a pressure regulating shunt on (B)(6) 2019 due to hydrocephalus. It was stated the patient had been in a state of dizziness after surgery, and in (B)(6) 2019, the patient underwent a brain CT examination at the local hospital. After the surgeon saw the examination, they suggested that the pressure should be adjusted to 1.5. It was noted that the pressure was adjusted on (B)(6) 2019.